Manufacturer narrative:
An event regarding wear involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection - the device was not returned. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the reported wear could not be determined. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.

Event description:
Our customer reported that this revision surgery was performed due to the wear of the polyethylene liner and metallosis likely caused by the interface modular neck/ femoral stem, there was a mobilization prosthetic stem. For this reason the surgeon performed a replanting of the stem and changed the insert acetabulum, by changing the coupling joint in ceramic-ceramic. The first surgery was performed in (B)(6) 2011.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Our customer reported that this revision surgery was performed due to the wear of the polyethylene liner and metallosis likely caused by the interface modular neck/ femoral stem, there was a mobilization prosthetic stem. For this reason the surgeon performed a replanting of the stem and changed the insert acetabulum, by changing the coupling joint in ceramic-ceramic. The first surgery was performed in (B)(6) 2011.